Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. The physical resistance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. Sem analysis results suggested that the failure may be attributed to ductile overload at a bend. A tip being over pulled or bent would require it to be trapped within another device in order to create the required forces to cause a separation. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a procedure of the mildly tortuous, eccentric, 90% stenosed, mid left anterior descending (lad) artery, the balance middleweight (bmw) guide wire was advanced but could not cross the lesion. The device was removed without reported issue and a non-abbott guide wire was used in the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided. Return device analysis revealed the proximal end of the hypotube had separated and both sections were returned. Subsequent information received noted that during the procedure resistance was met during advancing and the device was removed from the anatomy. Outside the anatomy the shaft was noted to have separated. There was no reported adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). The device has been returned for investigation. The investigation is not complete. A follow-up report will be submitted with all additional relevant information.